Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that four months and three days post a port placement for treatment of left breast cancer, the port catheter allegedly occluded. It was further reported that the port was removed. There was no reported patient injury.

Event description:
It was reported through litigation process that four months and three days post a port placement for treatment of left breast cancer, the port catheter allegedly occluded. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical record depicts the patient underwent port placement procedure for treatment for left breast cancer. Blunt dissection was performed, and cephalic vein was considered adequate for cannulation. The vein was held open and inserted the catheter but was too small to cannulate. It could not be used for port placement. Inferior to the incision a pocket was developed for the port and sutured. The puncture site was injection with local anesthesia. After venous blood was returned, a j tipped guidewire was placed through the needle and threaded under direct fluoroscopic guidance into the right side of the heart. The catheter placement procedure was done under fluoroscopic guidance and then catheter was cut and attached to the port and secured. Venous blood was withdrawn, and port was flushed with heparinized saline. After four months four days later, patient underwent removal of medi port for nonfunctioning port and catheter. Medi port was dissected out from the subcutaneous pocket and removed. The catheter was then pulled from the subcutaneous tunnel and vein in one piece. Patient tolerated the procedure well. Therefore, the investigation is inconclusive for the reported obstruction of flow as the exact circumstances at the time of the reported event cannot be verified from the medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.